Event description:
It was reported that the programmer generated an error of "overheating" although it had not been running for an extended time. It was also reported that the programmer would not power on and therefore it was returned for repair. There was no patient involvement indicated as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event, the programmer was left on for three days with no overheat errors. However, the power supply fan and system fan were noisy.